Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of occlusion and high readings. The customer's blood glucose reading was 574 mg/dl. The customer treated with a bolus from the pump. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did exit. Customer declined to troubleshoot for high readings. The pump will not be returned for analysis.